Manufacturer narrative:
Product analysis the full lead was returned and analyzed. No anomalies were found. The analyst noted a test stylet was fully inserted and withdrawn with no resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead was attempted but not used during implant surgery. The physician noted that it was difficult to remove the stylet from the lead while inside the heart. The physician elected to remove the lead and use a different one. The lead was explanted and replaced. No patient complications have been reported as a result of this event.